Event description:
Scoliosis patient was implanted from t1-l5 with pangea screws and rods. Follow up x-ray showed minor slipping of the rods at l4-l5. X-ray taken 8 months later showed the rod had slipped out of the l5 screw. Patient was returned to the or for revision. Surgeon removed the screws at l4-l5 and replaced them with uss screws. He did not remove the rods.

Manufacturer narrative:
This information was not provided. Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.